Event description:
The biomedical engineer reported that an automate impella controller (aic) had a purge disc breakage. The aic was replaced. There was no patient involvement.

Manufacturer narrative:
The investigation for the automated impella controller (aic) purge/flag disc issues has been completed. Aic logs showed purge disc not detected alarm. The console was tested and the purge disc retainer was confirmed to be broken and the purge door was cracked (broken blue disc retainer). However, there was no causal link between the broken purge retainer and door. The cause of the issue was a crack in purge door and a broken purge disc retainer. This report is being filed as a part of the retrospective review of historical records.